Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during initial placement of this left ventricular (lv) lead, high pacing thresholds was observed. The physician tried multiple sites and the site with only remotely acceptable thresholds was just proximal to the coronary sinus lead. However, the lead eventually was dislodged which was confirmed via x-ray imaging. The physician then opted for epicardial lead placement rather than attempting to reposition the lead with only marginal prospects. This lead was explanted. No additional adverse patient effects were reported.